Event description:
On (B)(6) 2010, pt reported the up button on his infusion device is erratic in responding. Pt stated it sometimes work but not always. Pt reported if he plays with the button long enough he can get it to respond. Pt stated he first noticed the issue about 1 week ago. Pt reported the button does pop back out when pressed and released. Pt stated the button does usually beep when it responds correctly. Eval of the infusion device on (B)(6) 2010 found both buttons did not respond. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.